Manufacturer narrative:
Results of investigation: the vyaire medical failure analysis laboratory received the suspect gas delivery engine (gde) component for investigation. The fa laboratory performed a visual and physical inspection, which found no anomalies. The gde was placed on test bench and cycled on, the fa laboratory found no audible alarm was present. The investigation duplicated the reported event and isolated the issue to the transducer communication alarm (tca) sub-component. The root cause is associated with a hardware design issue, which caused the audible alarm to fail within the gde. However, the issue has been trended and addressed on CAPA (B)(4). This issue will be internally investigated within vyaire medical.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect ventilator device is available for analysis and an onsite service by vyaire has been scheduled. Vyaire will include the field service and the device/component evaluation in a follow-up report once a final evaluation is completed.

Event description:
The customer reported no audible alarms during pre-use on this device. The customer stated this device was not associated with any patient event.